Event description:
A report was received that the patient was having pain at the lead extension site. The patient was given trigger point injection and lidoderm patches by the physician which gave him some relief.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # : sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.